Event description:
It was reported the pt experienced a loss of stimulation due to autoreduction after an unrelated procedure. Lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was unable to completely resolve the issue with reprogramming as stimulation was achieved; however, it was not as effective as before. F/u identified add'l lead diagnostics showed more invalid impedance values for the scs lead and reprogramming was no longer effective. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.